Manufacturer narrative:
(B)(4). Revoked asr exemption number e1997036. "Report late due to asr to individual reporting transition".

Event description:
Implant failed due to implant fracture at/after delivery of prosthetic.